Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the graphic user interface (gui) touch frame printed circuit board (pcb). The ventilator then passed all testing.

Event description:
It was reported that a ventilator touch screen was not functioning properly. There was no patient involvement.